Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.¿

Event description:
It was reported that the device could not be interrogated. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.